Event description:
It was reported that the insulin pump button was unresponsive. It was found that the insulin pump alarmed auto off and battery out limit. Troubleshooting was done. Customer stated that she did not notice that the alarm went off. The customer was advised about the vibrate features on the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.